Event description:
A 68-year-old woman had undergone complex cardiac surgery and developed pccs in the ICU. She was taken to the ccl for ECMO with concurrent impella cp placement, which was uneventful. She developed oozing from the insertion site, and since a decision had been taken to escalate to impella 5.5 to permit ECMO weaning, the impella cp was removed without incident.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 68 year old woman had undergone complex cardiac surgery and developed pccs in the ICU. She was taken to the ccl for ECMO with concurrent impella cp placement in left femoral, which was uneventful. She developed oozing from the insertion site. The patient received 1 unit of platelets and (B)(4) units of plasma since a decision had been taken to escalate to impella 5.5 to permit ECMO weaning, the impella cp was removed without incident.

Manufacturer narrative:
D4: corrected catalog number and serial number. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: asae/ major bleed: the root cause of the bleeding at the access site was unable to be determined due to insufficient clinical details.